Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the aviator variable self tapping screw backing out and being swallowed by the patient was confirmed via a stryker representative and x-ray images. The screw was swallowed by the patient, passed and disposed of by the hospital. It was reported that this was the patient's 4th acdf, which may be a contributing factor in the screw backing out. Conclusion: the root cause of the failure cannot be determined.

Event description:
It was reported that a patient had difficulty breathing and the patient began to form a pus pocket in the neck and was placed on antibiotics. Upon further examination, via x-ray, the surgeon noticed that a screw had perforated the esophagus and the patient had swallowed the screw. The x-ray images also confirmed that the screw had entered the large intestine and would be excreted soon thereafter. However, dr. (B)(6) doesn¿t know the exact date the plate pulled away. Consequently surgical intervention by dr. (B)(6) and an ent was done on (B)(6) 2013, to remove the plate and any remainder screws that were still enact. Upon removal of the aviator plate and screws they noticed on of the silver springs from the plate were also missing. Another x-ray scan of the patient didn¿t show/reveal the missing metal spring in the patient¿s body.

Event description:
It was reported that a patient had difficulty breathing and the patient began to form a puss pocket in the neck and was placed on antibiotics. Upon further examination, via x-ray, the surgeon noticed that a screw had perforated the esophagus and the patient had swallowed the screw. The x-ray images also confirmed that the screw had entered the large intestine and would be excreted soon thereafter. However dr. (B)(6) doesn¿t know the exact date the plate pulled away. Consequently surgical intervention by dr. (B)(6) and an ent was done on (B)(6) 2013 to remove the plate and any remainder screws that were still enact. Upon removal of the aviator plate and screws they noticed on of the silver springs from the plate were also missing. Another x-ray scan of the patient didn¿t show reveal the missing metal spring in the patient¿s body.